Event description:
The patient had a previous initial left side ifuse procedure where two ifuse implants were placed. The surgeon and date for the initial surgery are not known. The patient complained of increased left si joint pain following her first physical therapy session in (B)(6) 2013. On (B)(6) 2013, the patient had a revision surgery with two additional ifuse implants placed on the left side. The surgeon noted that the initial two implants were of proper length, orientation, trajectory, and showed no evidence of lucency. No additional fixation or bone grafting was performed. Per si-bone vp of medical affairs: "medical review of this case shows that this is a case of late (greater than three months) recurrence of si joint pain. The revision surgical procedure was performed to treat this late recurrence of pain."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and (B)(4), the most likely root cause could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates for the ifuse implants added during the revision surgery: p/n 4035-90, lot# 7987003181002, manufactured 01/03/12, expires 2015-02. P/n 4045-90, lot# 7987003181004, manufactured 01/04/12, expires 2015-02.